Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon used a distal femoral locking plate, for patient on (B)(6) 2015. After a few days it was found that few distal locking screws were loose and protruded out. The incident was reported at hospital and the plate was removed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: we have received one lcp-plate and eleven lock screws for evaluation. By the plate received, eight of the thread holes are damaged (pictures). The device history records for this article and lot number was reviewed and this part was manufactured according to specifications in august 2012 with no issues or deviations during the process. Nine of the received screws are damaged at the head thread and four are damaged in the connection part and seven are damaged at the shank thread. The device history records for these articles and lot numbers were reviewed and these were manufactured according to specifications in between january 2013 and october 2014 with no issues or deviations during the process. We are not able to determine the exact reason for this reported problem, but we assume that body/bone movement from the patient led to the backing out and/or that during the operation an application error may have taken place. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown when screws backed out. Report is for two (2) unknown screws. A total of 11 screws were implanted, however only 2 screws reportedly backed out. The possible part numbers as listed as follows: 413.380-cx / (B)(4); 413.380-cx / (B)(4); 413.360-cx / (B)(4); 413.350-cx / (B)(4); 413.340-cx / (B)(4); 413.330-cx / (B)(4)/ 413.330-cx / (B)(4); 413.350-cx / (B)(4); 413.360-cx / (B)(4); 413.350-cx / (B)(4); 413.344-cx / (B)(4). Upon review of all 11 screws¿ DHR, it was determined that all screws were manufactured in (B)(4). Unknown if two (2) screws that backed out were explanted. Devices and MFR dates: 413.380-cx ¿ (B)(4): manufacturing date: 02.jul.2014; 413.380-cx ¿ (B)(4): manufacturing date: 21.apr.2014; 413.360-cx ¿ (B)(4): manufacturing date: 29.apr.2014; 413.350-cx ¿ (B)(4): manufacturing date: 21.jan.2013; 413.340-cx ¿ (B)(4): manufacturing date: 24.jul.2014. 413.330-cx ¿ (B)(4): manufacturing date: 20.oct.2014; 413.330-cx ¿ (B)(4): manufacturing date: 31.jul.2013; 413.350-cx ¿ (B)(4): manufacturing date: 29.jul.2014; 413.360-cx ¿ (B)(4): manufacturing date: 28.jul.2014. 413.350-cx ¿ (B)(4): manufacturing date: 29.jul.2014; 413.344-cx ¿ (B)(4): manufacturing date: 30.sep.2013. Subject device has been received and is currently in the evaluation process. DHR review: unknown which two (2) of the 11 screws backed out, therefore a DHR review of all 11 screws was performed. It was determined that all 11 screws were manufactured in (B)(4) and all had ¿no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.